Event description:
The device was used during a reversal of a hartman's procedure. Reportedly, the instrument was difficult to open and anvil did not tilt. The surgeon was able to remove the device and resected additional tissue at the application site, then manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.